Event description:
Sorin group received a report that the s3 roller pump displayed an error message and stopped when the pt was being taken off ECMO. The clinician hand cranked the pump while the unit was power cycled. It was stated that the pt was taken to the neonatal intensive care unit.

Manufacturer narrative:
The pt identifier and age were not provided. Sorin group (B)(4) mfrs the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 roller pump displayed an error message and stopped when the pt was being taken off ECMO. The clinician hand cranked the pump while the unit was power cycled. It was stated that the pt was taken to the neonatal intensive care unit. A sorin group service engineer was dispatched to the facility to evaluate the pump. During troubleshooting, the speed potentiometer, rollers, raceway, tubing guides, variolock, occlusion mechanism, and motor belt sensor were checked. No problems were found but the speed potentiometer was replaced as a precautionary action. Sorin has attempted to contact the customer for more info regarding the case and the investigation is on-going. A follow-up report will be sent when the investigation is complete.